Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The home patient (hp) stated that there was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The patient was connected at the time of the alarm. The bags were properly connected but there was an open clamp on an unused line. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The technical service representative (tsr) had the hp cycle the power. The hc ended therapy. The tsr advised the hp to start over with new supplies. The tsr also advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. The hp starting over with new supplies and would call the rn. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.